Event description:
It was reported that(1) device was used during a laparoscopic appendectomy. It was reported by the rep that the 35nst trocar was used. When inserting the secondary trocar due to abdominal wall tenting, the surgeon used a grasper to provide internal upward pressure where the trocar was being inserted. Upon entry the clear nbo tip was missing and lodged in the abdominal wall. The piece was retrieved from the pt.